Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture malposition indicating the device was pulled out with the knot formed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from 3061441 to 3032241.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a four prostyle devices after an electrophysiology procedure. Reportedly, when the plunger of each of the four prostyle devices was pushed down the needles did not connect. On two of the four prostyle devices the sutures were unraveled. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.